Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right ventricular (rv) lead impedance measurements above 3000 ohms. In addition, premature battery depletion was noted due to an increase in power consumption. The patient experienced syncope likely due to myopotential oversensing and pacing inhibition above 2 seconds. Technical services (ts) was consulted and a signal artifact monitor (sam) due to atrial driven rhythms was noted. The pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).